Event description:
It was reported that the patient experienced a lack of stimulation sensation with the implantable neurostimulator. There was no known related incident or accident reported. The patient's programmer confirmed that the neurostimulator was on. Three beeps were heard when attempting to increase or decrease the stimulation setting. The patient had met with the manufacturer representative during the early part of the week of 2011-(B)(6). It was suggested, at this meeting, that the lead was fractured. The patient's device was reprogrammed, but, subsequently, the patient stopped feeling the stimulation. The patient had a lead replacement surgery scheduled for 2011-(B)(6). Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3587a, lot# l41351, implanted:1996-(B)(6), explanted:na; extension model 7495 lot# xr0035192r, implanted:1996-(B)(4), explanted:na; programmer model 7435, lot# unknown.

Event description:
Additional information received reported that the extension was fractured and that the extension and implantable neurostimulator (ins) were replaced last month. The ins was replaced due to normal battery depletion. The patient was doing well.